Manufacturer narrative:
Approximate age of device ¿ 3 years. Device evaluation: a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had one day of black stools. On (B)(6) 2018 an esophagogastroduodenoscopy (egd) found no active bleeding; old blood was observed. The patient had low hemoglobin/hematocrit (h/h) of 6.3 g/dl / 19.6%. The patient was given 2 units with twice per day (bid) hemogram on (B)(6) 2018. Lactate dehydrogenase (ldh) was reportedly less than usual. Inr had been supratherapeutic at 2.7. The patient had been provided packed red blood cells (prbc) and aspirin was stopped.